Event description:
Patient was admitted to the hosp via the emergency dept in 2006 for hypoxia and syncope following a 3 day onset of flu diagnosed by his physician. Patient's worsening condition in the emergency dept required intubation during which time he had a cardiopulmonary arrest. Patient was successfully resuscitated and admitted to ICU intubated. Patient was placed on a ino therapeutics machine for nitric oxide treatment in 2006. Two weeks later, the ino therapeutics machine malfunctioned and the pt's oxygen saturations dropped to 79%. The respiratory staff had to bypass the system so pt could continue to receive nitric oxide in combination with oxygen. Patient's condition remains the same, as it did prior to this event. Patient remains intubated. Patient was placed on another ino therapeutics nitrics oxide delivery machine. On the same day, patient was receiving nitric oxide 1 part per million. Patient, during hospitalization, rec'd as much as 3 parts per million of nitric oxide.